Event description:
It was reported that the patient underwent bilateral knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on the left side on (B)(6) 2015 due to infection. All components were removed during the revision surgery and the patient was re-implanted with competitor products except for a biomet femoral component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomalies related to the event. The following sections could not be completed due to the part/lot information could be: catalog number - 141232, lot number - j3327000, expiration date ¿ apr 30, 2024, manufacture date ¿ may 2, 2014. Or the part/lot information could be: catalog number - 141232, lot number - j3318943, expiration date - apr 30, 2024,. Manufacture date ¿ may 12, 2014 review of sterilization certifications confirms both above devices were sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015- 01037 / 01040).